Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an rf ablation procedure on (B)(6) 2017. Following the procedure, the patient lost stimulation. The clinician programmer would no longer communicate with the ipg. As such, the ipg was confirmed to be inoperable. Surgical intervention will be undertaken as the next course of action.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Stimulation was restored post-operative.